Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an inconclusive result for an integrated circuit. Hybrid analysis determined that the reduced pacing and sensing performance were due to severely degraded hybrid power supplies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant of the implantable pulse generator (ipg) and closing the pocket, device testing was performed and showed a significantly amplified electrocardiogram baseline with noise on both the atrial and ventricular channel displayed while using the programmer. Ventricular impedance levels were high and fluctuating with no ventricular sensing occurring. Atrial impedance levels were low and fluctuating with no atrial sensing occurring. An alternate programmer was used, which showed the same issues. A chest x-ray was taken and appeared normal. The pocket was reopened and proper lead placement and lead insertion into the device were confirmed; however, the issues still existed. The implantable pulse generator (ipg) was explanted and replaced to resolve the issue. No patient complications have been reported as a result of this event.